Manufacturer narrative:
The investigation determined that lower and higher than expected vitros phyt results were obtained using vitros phyt reagent on a vitros 4600 chemistry system. The higher and lower quality control results (using both biorad and tdm fluid material) are most likely due to a sub-optimal calibration performed and in use on (B)(6) 2015. The overall assignable cause of the lower than expected patient results is unknown. The investigation was able to rule out an unexpected vitros phyt reagent issue and a transient vitros 4600 instrument malfunction as contributing factors to the events.

Event description:
The customer complained that lower and higher than expected vitros phyt results were obtained using vitros phyt reagent on a vitros 4600 chemistry system. (B)(6). Biased results of the magnitude and direction observed may lead to inappropriate physician action. The result for patient 1 was reported to the physician and a corrected report was later issued. No treatment was initiated, altered or stopped and there was no allegation of patient harm. The result for patient 3 was not reported from the laboratory and there was no allegation of patient harm. This report is number three of seven MDR¿s for this event. Seven 3500a forms are being submitted for this event as seven devices were involved. This report corresponds to ortho clinical diagnostics inc. (B)(4).